Manufacturer narrative:
The device was received not deployed. The download data showed that the device was deactivated after 38 pulses. No timeouts, drive stalls or alarms were observed in the download data. However, rotational sensors malfunctions were observed during the run of the device. The drive mechanism was investigated and contamination was observed on the commutator cap. The causes of this contamination could not be determined. The contamination on the com cap caused the rotational sensor malfunction which caused the priming sequence to end earlier than expected, which is why the device did not deploy.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.